Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was broken and the lead flex cover was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not have any output. It is not known if the issue was with the ventricular or atrial channel. The epg will be returned for repair. There was no patient involvement.